Manufacturer narrative:
Catalog number 29469n/lot number rm061962 (2469rh) was initially reported. However, it was learned that the involved drape might have been catalog number 29428n/lot number rm061572 (2099rh) as both drapes were apparently being used. Catalog number 29428n was manufactured 07/2009, expiration date of 07/2014. The device history record was reviewed based on the two lot numbers provided, and no issues of this nature were found. No samples were provided. Without the actual samples, we are unable to confirm the report and assign a root cause. The double coated tape used for these two drapes has pressure sensitive acrylic adhesive. There have not been any changes to this component. The results for adhesion and liner release were within the required specification values for the tape used for the manufacture of these two lots. The supplier of the tape uses statistical process techniques to assure consistent and uniform material. This appears to be an isolated incident. We will continue to monitor for complaints of this nature.

Event description:
Customer reports that the glue on a drape caused skin irritation to a patient. Initially the area was reddened. Blisters appeared on the second day after the procedure. The blisters healed but residual scarring remains.